Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a viv procedure after an implant duration of 8 years, 6 months due to severe aortic stenosis and insufficiency. The patient presented with diastolic heart failure, nyha iii. The tavr was performed with a 26mm 9750tfx valve. The patient tolerated the procedure well without any problems or complications.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.